Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that "in these days" the patient was in another hospital for a pocket revision. No additional information was available at that time. On (B)(4) 2015, it was further reported that the patient was admitted to the hospital for a pocket revision in (B)(6) 2015. It was noted that the pocket was found infected; the physician explanted the pump and catheter. The patient was reported to be "doing well" and they had good symptom control with oral drug therapy; the physician thought that the patient would not be re-implanted. The drug the pump was being used to deliver was not reported. [There was additional information reported that was not relevant to this event and therefore was omitted; see manufacturer's report number 3007566237-2015-00112].

Event description:
It was further reported that the onset/diagnosis of the infection was "early" (B)(6), 2015. The signs and symptoms of the infection were reported to have been skin erosion. The primary location of the infection was the pump pocket. No treatment or cultures were reported, but it was noted that the patient did not have meningitis. The patient was reported to have been "doing well" and was receiving oral drug therapy; the infection was resolved. The pump was being used to deliver baclofen.

Manufacturer narrative:
(B)(4)